Manufacturer narrative:
The investigation is ongoing. This report is 4 of 4 being submitted for this complaint. Reference mfg. Report nos. 2015691-2022-09118, 2015691-2022-09120 and 2015691-2022-09121. In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2021 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The first day of the month and year of the date range was used as the occurrence date. Bibliography: valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography; d frumkin, m pietron, a kind, a brand, frontiers etal. 2022 - ncbi.nlm.nih.gov h3 other text : device remains implanted in patients

Event description:
A single-center cohort was published in a european journal article, 'valve embolization during transcatheter aortic valve implantation: incidence, risk factors and follow-up by computed tomography'. The study was from july 2009 to july 2021 of patients undergoing transcatheter aortic valve implantation with sapien xt and sapien 3 valves. This report is for 2 cases of embolization and migration with edwards sapien 3 valves. There is no other information reported in the article for these 6 cases of embolization and migration.

Manufacturer narrative:
Update h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect engineering investigation. The sapien 3 valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imaging in the article was not relate to the reported event. Review of complaint activities/attachments revealed the following information relevant to the complaint event. Per article, five major mechanisms for tvem, spontaneous embolization into the ascending aorta ('pop-up'), migration into the lv, accidental pull-back of the thv into the ascending aorta during removal of the delivery system due to incomplete release of the valve, embolization during post dilatation and embolization due to loss of capture during implantation. The commander delivery system with the s3 thv IFU, and procedural training manual were review for guidance and instructions. The device preparation training manual provides guidance on aortic embolization. Possible reasons thv could embolize into the aorta during thv deployment are rapid pacing stopped before the balloon is fully inflated/deflated, thv inaccurately positioned too high (aortic), 1:1 capture and arterial pressure drop not maintained before inflating, thv not filled with nominal specified volume and anatomical features (i.e. Sigmoid septum). In addition, guidance for aortic embolization management includes, do not remove the wire, maintain guidewire position, pull embolized thv across arch as far as possible and deploy and make sure thv is in stable position. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for valve embolization into aorta and migration were unable to be confirmed due to unavailable of relevant imagery or medical record. Due to the valve serial number was not provided, a presence of manufacturing non-conformance could not be determined. A review of IFU/training materials revealed no deficiencies. As reported, '2 cases of transcatheter valve embolization and migration with an edwards sapien 3 valve'. Per article, only 2 incidents of tvem are related to the edwards' devices (sapien xt and sapien 3 ultra valves). The root causes of the tvem for edwards' valves were loss of pacing capture during post dilation or loss of pacing capture during implantation. In this case, the thv migrated and thv embolized into aorta were likely due to loss of pacing capture during the thv deployment. The loss of pacing capture during thv deployment could cause sudden movement of delivery system led to thv embolized into aorta or thv malpositioned and unsecured onto target site (native annulus) resulting in thv migrated post-deployment. In this case, available information suggests that procedural factors (loss of pacing capture) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.